Event description:
The customer stated that they believe their insulin pump overdelivered insulin. The customer also mentioned that they have been experincing low blood glucose levels. The customer also inquired about the insulin pump with the scroll wrap feature. Customer's blood glucose level at the time 198mg/dl. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a cracked reservoir tube lip, minor scratches on the display window and a scratched reservoir tube window.